Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced early-morning low blood glucose episodes to the mid-60s mg/dl while using the ilet, with the user ingesting carbohydrates for correction and multiple meal announcements observed in the data; the cause of the lows was unclear. Symptoms included hypoglycemia. Outcomes included no reported injury, no medical intervention beyond self-treatment, and no alarms or alerts. Investigation included review of uploaded device data and consultation with clinical support. Investigation of this case revealed no device malfunction identified based on available data. It was concluded that the event was user-experienced hypoglycemia with an undetermined cause and no device-related failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.